Event description:
It was reported the unit failed to shock due to failed operations check. No patient involvement reported at this time.

Manufacturer narrative:
This report is based on information provided by philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the operational check failed. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed, and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. Reported problem was solved by engineer, after reconnecting the paddles, device was successfully returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.